Event description:
The customer reported that the system displayed a "stator not on" error message. This error message will cause the system to shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. While performing troubleshooting, the system began to work. The system was operating as intended.